Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the ligator head was able to suck and fit onto the varix. However, the speedband device did not work as the elastic bands were not delivered correctly and were quickly dropped close to the target site. Reportedly, another attempt was made and the remaining band was re-deployed onto varix, but it was unsuccessful. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: medical device code a050502 (formerly 2532) captures the reportable issue of band misfired. H10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted the bands were not returned attached on the ligator head and the ligator head teeth were undamaged. The trip wire was partially rolled in the handle assembly, indicating the knob was initially rotated. It was observed that the trip wire was bent, was not secured in the handle slot and a visual evidence suggested that the slack on the trip wire was not removed during the device setup. The suture was broken with one section attached to the trip wire, the other section was not returned and the suture hole did not have any visual damage. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly. Based on the condition of the returned device, engineers determined that that trip wire was not in the handle slot and slack was likely not removed as described within the IFU. This condition affected the overall performance of the device likely causing the trip wire to slip through the handle assembly, resulting in an inaccurate deployment of the bands. Additionally, the kink in the trip wire could have been caused due to the handling and manipulation of the device during the initial setup or from rotation of the handle. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). According to the evidence found in the product analysis, the trip wire was not in the handle slot and slack was likely not removed. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". This device met all manufacturing specifications and passed all testing prior to release for distribution/sale. Boston scientific has determined the most probable root cause for this event was due to a failure to follow instructions when setting up the device, which resulted in the reported difficulties in properly deploying the bands. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the ligator head was able to suck and fit onto the varix; however, the speedband device did not work as the elastic bands were not delivered correctly and were quickly dropped close to the target site. Reportedly, another attempt was made and the remaining band was re-deployed onto varix, but it was unsuccessful. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.